Event description:
Prior to this night, I could smell a burning smell coming from my asv(adaptive support ventilation) machine, but on this night it got very bad. I got a headache and was struggling to breathe. Because this problem has happened at least 3 prior times (once with this brand and twice with a different brand of heated CPAP tube), my first step was to switch out the tube for an unheated one I had on hand. That did not obviously help at first, so I thought perhaps there was a problem with my humidifier, so I switched the humidifier off, too. However, when I tried using the humidifier again a few nights later with the unheated tube, the smell did not return. I can only assume that the heated tube was causing the burning smell. Note that about 2 months prior (around the time another CPAP heated tube was giving off a burning smell) I had begun seeing a drop in night time oxygen levels with my fitbit, as well as morning oxygen levels with my finger oxymeter. I do not know whether the smell and the decrease in oxygen are related. (I've reached out to my sleep neurologist about this.) My oxygen levels have gotten some improvement in the 4 nights after ceasing to use the heated tube, though that's not sufficient time to determine whether there is a direct correlation. However, I have decided to stop using heated tubing with my CPAP/asv machine in the future. I've now had this sort of thing happen too many times to feel as if using them is safe for me. Reference report: mw5154741.